Event description:
It was reported that the insulation at the tip of the unit appears to be compromised.

Event description:
It was reported that the insulation at the tip of the unit appears to be compromised.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection confirmed insulation peeling near the distal tip, dents/scratches and multiple cracks on the handle. The probable root causes are user misuse, normal wear, or improper sterilization methods. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.